Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) failed final package inspection in ireland. There was no telemetry and the device appeared swollen through the packaging.